Event description:
It was reported that during implant attempt, the helix would not extend. After 30 revolutions, the helix jumped out. At this point the helix would not retract, until it "snapped back at once." The lead was not used and another lead was successfully implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found, however the distal lv (low voltage) electrode of the lead was covered in blood, and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth; full lead returned and analyzed.